Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Reason for revision: pain.

Manufacturer narrative:
Corrected: brand name, type of device, cat lot#s. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: received confirmation from crawfords that attached surgeon confirmation form is unrelated to this claim. Have adjusted products to show as unknown and adjusted reason for revision from pain to unknown as per original information, confirmation received (B)(6) 2012.

Event description:
The pt was revised to address pain.